Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the deep brain stimulation therapy never helped to manage the shaking of their left hand. The patient stated that they were "almost like a one-arm guy" because of this issue. The patient stated that their healthcare providers are aware and have worked with them for years to try to get their left hand to respond to the therapy. The patient stated that they had a "second operation for the right brain to calm down the left hand," but the issue remained unresolved. They have a consultation their provider in january to discuss getting the new ins that would replace their currently implanted/active ins. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient had been being programmed for about 5 years. Due to the patient having essential tremor and their disease state progressing more than stimulation could calm their tremors, they became refractive to deep brain stimulation (dbs). Their tremors were likely to get stronger than the stimulation was capable to stop the tremors without side effects. The patient wanted to change out their current leads, extensions, and battery for the newer directional leads to see if they could reduce their tremors. The system was intact, but there would be a revision of their current system.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that the patient had lead removal 2 weeks ago and the implanted neurostimulator was going to be implanted next because the right brain, left body was not getting enough relief. In removing the lead, the surgeon had left a segment behind.

Manufacturer narrative:
Continuation of d10: product ID: 3389s-40, lot#: va0vke1, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative who reported that the surgeon intentionally left the old lead fragment under the scalp when the new lead was placed with the intent to remove it when stage 2 surgery was done with the new extension being placed. The surgeon removed the old lead successfully during stage 2 surgery. It was unknown at this time if patient was receiving improved therapeutic benefit as the patient has not had their follow up appointment yet for programming.